Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had motor error alarm. The customer's blood glucose level was reported to be unknown. It was reported that the pump was exposed to x-ray. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners and display window. The pump was received with minor scratches on the display window.